Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was withdrawn 4-5 cm on lumbar region. Device interrogation was normal on (B)(6) 2010. There was a device visualization under fluoro on (B)(6) 2010 which showed a malpositioned catheter at l3, catheter tip partially epidural and partially subarachnoid, catheter coiled subcutaneously. A catheter access port (cap) contrast study had abnormal results on (B)(6) 2010. Epidurogram revealed dye flow partial epidural and partial subarachnoid spread via side-port dye study. There was also subjective unsatisfactory analgesia. On (B)(6) 2010 there was a device surgical revision, catheter spliced. The outcome was resolved without sequelae on (B)(6) 2010. Catheter evaluation under fluoro on (B)(6) 2010. The pump administered dilaudid at a concentration of 4.0 mg/ml and a dose of 0.4495 mg/day and bupivacaine at a concentration of 10.0 mg/ml and a dose of 1.124 mg/day.